Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis "[cc(pd)]" utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) expired and was suffering from peritonitis when he passed. Subsequent attempts to obtain additional information (e.g., discharge summary, causality, medications, patient demographics) were unsuccessful.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed signs of physical damage: top cover gasket not seated properly. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis and death. The etiology of the serious adverse events is unknown; therefore, causality could not be established. However, the patient¿s pdrn did not report a fresenius device(s) and/or product(s) malfunction or deficiency occurred. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Additionally, the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. It should be noted that a lack of follow-up clinical information precluded a more comprehensive investigation. Based on the information available, the liberty select cycler and liberty cycler set cannot be excluded from having a possible causal or contributary role in the serious adverse events. While there was no allegation that a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events, there is also insufficient information (e.g., medical records, discharge summary, death certificate, treatment records) to determine the sequence/timeline of events, causality, medical intervention, and any device or product involvement.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis "[cc(pd)]" utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) expired and was suffering from peritonitis when he passed. Subsequent attempts to obtain additional information (e.g., discharge summary, causality, medications, patient demographics) were unsuccessful.